Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, a balloon burst occurred. As reported, the commander balloon burst at the top of deployment. The valve was already deployed and we got an excellent outcome with the tavr. Upon removal, the delivery system balloon would not completely enter the esheath and was pulled into the esheath as far as possible. The esheath with the delivery system balloon partially out of the sheath, were pulled out at once via the right femoral artery. Upon exiting the patient, it was noted there was a small leak in the right femoral artery. This was quickly and complete remedied by the physician with two covered stents. The patient was noted to be doing well.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints balloon burst and difficulty or inability withdrawing the delivery system through the sheath were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary (ts) has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the ts. The ts provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, patient anatomy had 'mild to moderate' calcifications along the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. The complaint of balloon burst was unable to be confirmed. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests that patient factors (calcification) likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. The complaint of difficulty or inability withdrawing the delivery system through the sheath was unable to be confirmed. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include voluntary event report received. This report is related to medwatch number mw5103882.